Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing continuous high blood glucose (bg) levels 200s-400 mg/dl and delivered a bolus with the pump to manage bg level. Reportedly the customer had been using more insulin than usual to lower bgs to normal. The customer was unsure of the cause of the high bg. Troubleshooting with tandem customer technical services determined the pump functioned as intended. Reportedly, the customer stated that a cartridge was changed every 5-7 days.